Manufacturer narrative:
The metallic particle was microscopically examined. The metallic particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds uses the characteristic x-rays generated from a sample bombarded with electrons to identify the elemental constituents comprising the sample. This technique generates a spectrum in which the peaks correspond to specific x-ray energy lines corresponding to specific elements which can then be identified. The eds is capable of qualitative and semi-quantitative chemical analysis of elements atomic numbers 6 through 94. The detected elements are normalized to total 100%. The nominal detection limit for most elements is 0.5%. Eds analysis of the metallic particle indicated that it consists primarily of aluminum. Lesser concentrations of sulfur, silicon, magnesium, and oxygen were also detected. This is consistent with anodized aluminum alloy.

Manufacturer narrative:
Product has been requested for evaluation however it has been received. The device history records were reviewed and no exceptions were found.

Event description:
Particle of metallic appearance came out of the phacoemulsification handpiece during the sculpture step. Particle was blocked in the iridocorneal angle of the patient's eye near the incision site and was removed with forceps. The patient is well, no complication after one week.